Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion sets and performed the manual prime test per (B)(4) section 13.2.3.2.2 using a new lab reservoir along with a 5xx pump. They ran priming in the pump at 55.0 units. The infusion sets failed per specification. 2 of the 3 infusion sets failed because they found an occluded quick release connection septum side. The remaining infusion sets failed due to an occluded p-cap needle. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has gone through 4 syringes, reservoirs and 2 infusion sets to get his insulin pump to work. Customer stated that he was getting no delivery alarms during the prime process. Customer stated that he was able to successfully prime and do the fixed prime on his current set. Customer stated that his traveling tomorrow so he is picking up some syringes to take with him just in case. Customer's blood glucose was 80 mg/dl. Customer ran a 5.0 unit fixed prime and 5 units went through successfully. Customer stated that the alarm was resolved by a complete set change. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change as soon as possible. Customer would like to return the reservoir for analysis.